Event description:
The MFR received info alleging that a ventilator had a broken prong. No further info was given. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the device was found to have a broken ac inlet connector pin. The device's ac inlet connector was replaced to correct the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.